Event description:
It was reported that while in the cath lab the syringe was used during a procedure and it broke. Add'l info stated that "the plunger broke when they were trying to inflate the balloon and then the outer portion of the syringe split as well."

Manufacturer narrative:
(B)(4). Device will not be returned for eval.